Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: none. Adverse event: hematoma. Time of adverse event: after vessel closure. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the procedure, the pt developed a "large hematoma" greater than 6 cm. Manual compression was applied to express the hematoma. The starclose se clip was uneventfully deployed and achieved hemostasis. The pt was discharged as planned. There were no reported adverse pt effects. Though requested, no additional info was provided.